Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal setup joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the proximal suj involved with this complaint to perform failure analysis. The proximal suj was sent in for failure analysis for errors 307 and 1007. The suj was tested and passed all tests. The errors were not replicated in-house, but they were confirmed in the logs.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy (with lymphadenectomy) surgical procedure, the user encountered a repeated error 307 on universal surgical manipulator (usm) 4. The user disabled the usm4 and continued with the procedure with the remaining 3 usms. The procedure was completing as planned with no reported injury. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the system functionality was inspected before use and it powered on but experienced intermittent errors. The customer restarted the system and completed the procedure robotically.

Manufacturer narrative:
The universal surgical manipulator (usm) came into failure analysis with a reported problem of errors 307 and 40084 which were confirmed as having occurred in the field via logs, but were not replicated. The recorded errors pointed to the axes controller carriage (acc) and axes controller spar (acs) component issues. The usm was tested in-house where it passed all tests.